Event description:
A user facility reported that a patient receiving treatment for a confirmed infection diagnosis was administered ceftriaxone sodium intravenously with sodium chloride injection beginning (B)(6) 2026. A disposable intravenous catheter secured with a 3m¿ tegaderm¿ transparent film dressing with border was used during therapy in accordance with aseptic technique. On (B)(6) 2026, medical staff observed severe localized skin reactions at the catheter insertion site and surrounding dressing area, including abscess formation, redness, swelling, increased skin temperature, tenderness, blistering, fluid exudate from ruptured blisters, and significant pain. The patient reportedly could not tolerate stimulation at the affected site. Severe skin damage involving the puncture site and surrounding tissue resulted in loss of viable venous access at the affected area, preventing continued intravenous therapy at that site. The venous catheter was removed. The abscess site was debrided, and pus and necrotic tissue were removed. The affected area was disinfected, and sterile dressings were applied to ruptured blisters to reduce the risk of further infection. Cold compresses and analgesics were administered to relieve localized pain and swelling. Vital signs and the affected area were closely monitored. Dressing changes and local wound care were performed regularly to monitor healing progression and prevent further skin necrosis. The treatment plan was adjusted as clinically appropriate.

Manufacturer narrative:
The device was not returned to solventum for analysis; therefore, the root cause could not be determined. Itching, irritation, redness, flushing, rash, blistering, or swelling can be due to skin sensitivities to adhesive products and/or attributed to improper application or removal of the product. Refer to product packaging and instructions for use for proper application and removal technique. Prepare the site according to your facility¿s protocol. Allow all preparations and protectants to dry completely before applying dressing. Application: do not stretch the dressing as tension can cause skin trauma. Removal: gently grasp an edge and slowly peel the dressing from the skin in the direction of hair growth. Avoid skin trauma by peeling the dressing back, rather than pulling it up from the skin. Solventum will continue to monitor.